Manufacturer narrative:
Batch review performed on 15-apr-2021: lot 165041: (B)(4) items manufactured and released on 27-oct-2016. Expiration date: 2021-10-16. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017. Another device involved: batch review performed on 15-apr-2021: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 166052: (B)(4) items manufactured and released on 11-jan-2017. Expiration date: 2021-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
Revision surgery performed due to femur and tibial tray loosening 3 years and 10 months after the primary surgery.